Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4) during a transfemoral tavr procedure, access was obtained from the external iliac artery with a surgical cutdown. A 26mm sapien 3 valve was successfully deployed. No significant resistance was noted during the insertion or withdrawal of the 14fr. Esheath. On postoperative day (pod) 1, a ¿symptom¿ of lower extremity occlusion was observed. The occlusion occurred in the ¿thenar¿ of the esheath insertion side. The physician speculated that a ¿thrombotic embolism¿ might have occurred in the lower extremity. A biopsy and component analysis were performed. A ¿hydrophilic polymer¿ was detected as a component. The event was diagnosed as ¿hydrophilic polymer embolism¿. The patient is being medically managed. The patient was reported to be ¿recovered¿ by pod20. The access vessel minimum luminal diameter measured 6.8mm with mild tortuosity reported. The degree of vessel calcification was not provided. The device was discarded post procedure and is not available for evaluation.

Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The esheath was discarded post procedure and was not available for evaluation. Without the device return, visual inspection, functional testing and dimensional analysis could not be performed. No photo of the device was provided. No work order information was provided, therefore, DHR review and a lot history review could not be performed. The biopsy report and component analysis report were not provided for review during the investigation of this event. During the manufacturing process, the sheath is 100% inspected at the component level and at the final assembly level. The sheath is inspected for wrinkles, dents and cuts on the sheath tube, surface defects, protruding or missing material, cross linking of the hdpe across the liner, holes, tears or wrinkles, stress in the liner, seam separation and delamination, shaft outer diameter (od), distal tip inner diameter (ID) working length, coating length and strain relief length. The hydrophilic coating is also inspected to confirm 80% of the surface is coated with no voids exceeding 5mm2, the coating is free of flaking, and there are no voids around the entire circumference of the tube. These inspections and pv testing support that it is unlikely that a manufacturing non-conformance on the sheath was the cause of the reported event. The minimum required vessel diameter for a 14fr esheath is 5.5mm. The patient¿s vessel mld measured 6.8mm with mild tortuosity and eccentric calcification reported. In this case, the complaint of the sheath shaft damaged and reported ¿lower extremity occlusion¿ cannot be confirmed as the device was not returned for evaluation. A definite root cause of the event could not be determined. Procedural factors (manipulation of the device), in addition to patient factors (vessel tortuosity, ¿eccentric¿ vessel calcification) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Review of the complaint history reveals that the occurrence rate for this trend category did not exceed the march 2017 control limits. No corrective or preventative actions are required at this time.